Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported when patient first got the 2017 device, it helped with both bladder and bowel symptoms. Gradually as time went on, about 6 months later, it quit working all together and was not helping to manage her symptoms. Patient had a loss of therapeutic effect patient states the ins on right side was taken out and she had a new one put in on the left side, and patient states she isn't really sure why. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter and noted that they had the device on their right side. They added that they weren't always going to the bathroom and 1/2 the time they didn't make it for the first time in years. It worked perfectly for the first 4 or 5 months (information conflicts with what was previously reported), but it gradually worked less and less and then not at all. No further patient complications have been reported as a result of this event.